Event description:
The complainant reported that the patient was being placed on impella 5.0 for hemodynamic support. It was reported that the patient was diagnosed with pancytopenia and experienced major bleedings. The heparin rate was lowered in purge solution to 10ui/ml. Survival outcome at explant noted the patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.